Event description:
On (B)(6) 2013, the reporter contacted animas alleging a keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button was unresponsive. There is no alleged adverse event related to this complaint. This complaint is being reported because the alleged issue could not be resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 03/11/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/25/2014 with the following findings:a visual inspection of the pump showed that the keypad cover was undamaged. During testing, all the keypad buttons were properly responsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).